Event description:
The customer reported low sodium (na) results involving au400 clinical chemistry analyzer. The customer stated all maintenance were completed and sodium (na) electrode was previously replaced; the slopes for electrodes was stable. The customer stated sodium (na) quality control (qc) was within specifications and ise (ion selective electrode) slopes were stable. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse cleaned d-pot and ise (ion selective electrode). The fse adjusted the pot so the sample probe was not dispensing over the mix paddle. The fse adjusted j-nozzles to have them dispense on the edge of the cup. The fse completed precision test on the customer's quality control (qc). The unit conformed to the manufacturer's performance specifications. D-pot, j-nozzles. This medwatch report is related to MDR 2050012-2012-00086.